Event description:
As the stent delivery system (sds) was being removed from the packaging for prepping, it was noted that two of the proximal struts had flared and had snagged on the protective sleeve material. All other device and packaging material were intact. The product was not used in the patient. The procedure was successfully completed with another cypher stent.